Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that clinical patient underwent right total hip arthroplasty on unknown date. Subsequently, patient underwent open reduction on (B)(6), 2007 secondary to periprosthetic fracture of the right hip. The initial products remain implanted. No further information has been provided.